Event description:
It was reported via repair work order that the cot was positioned at quarter height, when the patient sat on the cot the head end dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.